Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The specialist starts acetabular row and the reamers dimentro 43,44,45,46,47, and 48 has no edge and this step is difficult. Additional the impactor of the pinnacle cup traps the definitive implant and it can not release. The specialist removed the definitive cup, release it manually and replace it, which causes him to lose the press fit and additional fracture of the bottom of the acetabulum. The final cup is replaced and fixed with screws. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes. Product information: pinnacle cup: code: (B)(4) and lot: unk. Pinnacle reamer: code: (B)(4) and lot: unk.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time.